Event description:
An ophthalmologist performed an intraocular lens exchange for a patient with an unexpected post operative refraction. The surgeon feels that the lens power on the original lens may not have been correct. It was reported that the surgeon replaced a 17.00 diopter lens with a 20.50 diopter lens.